Manufacturer narrative:
(B)(4): broken handle, damaged cartridge cover. Evaluation summary: the analysis results for the mcs20 instrument found that it was returned with the cartridge cover broken off and cracked and the handle broken. No functional tests could be performed due to the returned condition of the instrument. No conclusion could be reached as to what may have caused the found damage. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip jammed after a few times. Another device was used to complete the case. There were no adverse consequences to the patient.